Event description:
This is being reported as a patient safety concern. This would not fire. Opened another one and same results. So there are two reports. This would not fire. This is the second stapler opened that would not fire.